Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced anxiety. It was also reported that some electrograms (egm) only have marker channels. It was also reported that the right atrial (ra) lead exhibited far field r-wave (ffrw). The ra lead and implantable pulse generator (ipg) both remain in use. No further patient complications have been reported as a result of this event.